Event description:
It was reported that during a supply change the user was unable to proceed at 15 units during the fill tubing step, consistent with an occlusion-like complete blockage at the tube; a dry run succeeded, and after a restart and a supply change using a different lot, insulin delivery resumed normally. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during user guidance and a device problem consistent with complete blockage localized to the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.